Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was found dead in their vehicle. The caller stated that the cause of death is unknown. The caller stated that a death report was not obtained; it might take four to six months for a report to be ready. The caller stated that the customer did not have any other illnesses that may have led to the customer's passing. The caller did not know the customer¿s blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller agreed to return the insulin pump for analysis.